Manufacturer narrative:
All of the buttons functioned properly. The insulin pump passed the displacement test. No rewind or keypad anomaly was noted. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The functional tests could not be completed due to the prime anomaly. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported high blood glucose and the insulin pump had prime/fill anomaly. Customer stated that he was stuck in the rewind/fill tubing process. Customer most recent blood glucose was 429 mg/dl. Customer stated bolused but his blood glucose went up from 300 mg/dl to 425 mg/dl. Customer changed the battery in the insulin pump. Troubleshooting was done. Insulin pump did not exit the rewind process. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.